Manufacturer narrative:
PMA/510(k)#: k945952, k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: before use, the customer found some tubes has white powdery substance in the tubes. Affect qty: 11ea.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was not observed. The product does have a powder additive in the tube per specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: before use, the customer found some tubes has white powdery substance in the tubes. Affect qty: 11ea.